Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was for pain between the shoulders, neck, and into their left arm. Therapy was effective until 3 weeks ago. It was reported that there was stimulation in the wrong location and a loss of therapeutic effect. The symptom was increased baseline pain. It was reported that the change happened suddenly and that it was not a gradual loss of effectiveness. There was no known accident or incident related to the event. It was reported that the patient could only feel the stimulation in their left arm down into their hand. The patient had no stimulation in their neck or shoulders. The patient was directed to their health care provider (hcp).

Manufacturer narrative:
Concomitant products: product ID 7495-66, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3986a, lot # n273200, implanted: (B)(6) 2011, product type lead. (B)(4).